Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. The subject device was not returned for evaluation, and insufficient information regarding the event was provided. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
An olympus representative reported on behalf of the customer that the patient developed edema and granulation possibly related to the chitozolve finished good (8/pk) intranasal splint. These were noted during management of the patient following an unspecified surgery. The device was used therapeutically to separate tissue or structures compromised by surgical trauma, to help control minimal bleeding following surgery or trauma, and to separate and prevent adhesions between mucosal surfaces during mesothelial cell regeneration in the nasal cavity. However, the device reportedly did not adequately separate the tissues compromised by surgical trauma and did not aid in natural wound healing due to unclear reasons. It also did not prevent adhesions in the nasal cavity as the device dissolved too fast and did not remain where placed. The patient had a third-party nasal packing placed and also underwent sharp dissection of the adhesions. There was no further patient impact reported.